Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of nipple discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nipple discharge, use error.

Event description:
Patient, through other company representative, reported "filled up to 400" and "could be a slow leak". Patient later reported "nipple discharge", "no leak" and suffers an systemic immune related issue which is not device related. This record is for the right side. The device remains implanted.